Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device reset mode was observed on the device via remote transmission. Upon review of session records , it was noted that device reset had occurred prior to implant on (B)(6) 2017. The patient was not seen in clinic as the device was functioning normally. The cause of reset was unknown. The patient was stable and will continue to be monitored.